Manufacturer narrative:
(B)(4). Baxter received the device. The reported problem of an intermittent reset of power was confirmed through identification of improper shutdown messages within the device history log, but was not reproduced. This condition can be caused by a failing back flex on the rear case assembly. The rear case assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had an intermittent reset of power. It was also reported there was no patient involvement.